Manufacturer narrative:
The reagent lot number is 77937501 with an expiration date of 30-nov-2024. The field service representative found a pierced tube in the rinse station. He replaced it. After service, no issues were reported by the customer. No issues occurred after the service was preformed. The investigation is ongoing.

Event description:
There was an allegation of questionable crep2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 5.04 mg/dl. The sample was repeated on 15-dec-2023 and the repeated result was 0.80 mg/dl. The repeated result was believed to be correct as it correlated with the patient's clinical history.

Manufacturer narrative:
Sections d4 and g4 were updated. The investigation found that the service action of replacing the rinse tubing solved the issue.